Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided by the account. The patient remains ongoing on hmii lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis and bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 08mar2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Voluntary medwatch received that states: on (B)(6) 2021 the patient developed increased lactate dehydrogenase (ldh) and dark urine. The patient was admitted on (B)(6) 2021. Other enzymes were within normal ranges. The patient was not on heparin and aspirin. On low dose coumadin prior to (B)(6) 2021 due to bleeding issues. The clinicians reportedly started heparin and aspirin and continued coumadin. On (B)(6) 2021, the ldh was measured at 736. On (B)(6) 2021, partial thromboplastin time (ptt) was measured at 59.5 and inr of 1.8. As of (B)(6) 2021, the urine returned to normal color and the ldh was decreasing.